Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. Reportedly, the cartridge had been used beyond labeling as well as had been filled with cold insulin. Tandem technical support educated the customer on insulin labeling. Customer administered a correction injection to address the bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.